Manufacturer narrative:
The device was returned to zoll medical for evaluation and the reported malfunction was observed during testing. However, the reported problem could not be duplicated. The system board shield was replicated as a precaution. The device was recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.